Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1720. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. During functional testing, the reported problem was confirmed. Pump was found to be displaying 1720 error code alarm message after powering up when batteries are inserted. The root cause of the issue is unknown. The back up capacitor will be replaced., corrected data: d1.